Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was not reported. The patient was hospitalized and received unspecified treatment for the event. At the time of this report, the patient has recovered from cloudy effluent and abdominal pain; however, the patient outcome of peritonitis was not reported. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
A2: age at time of event: the patient's age was "7 decades". E1: initial reporter address: (B)(6) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.